Event description:
The patient underwent generator replacement surgery. The lead was not replaced, and following the generator replacement the lead impedance was still low (<600 ohms). The explant facility is known to discard all explants. No known relevant surgical intervention with the suspect device has occurred to date. No additional relevant information has been received to date.

Event description:
It was identified that the patient has low impedance. The patient was referred for chest x-ray and full revision. The manufacturer has not reviewed the x-rays to date. The patient also recently had two seizures requiring an ER visit, which is an atypical seizure intensity for the patient. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.